Event description:
Subject was not resuscitated. (B) (4).

Manufacturer narrative:
Method: ECG and internal device memory associated with incident reviewed. Results: ECG morphology changed during incident to a non-shockable rhythm. No shock was advised, and no shock was delivered.